Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states they had a bent cannula that caused the highs. The customer's blood glucose level at the time of incident was unknown. The customer states they would be receiving further training on the pump. The customer is being sent replacement supplies.